Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, g2.

Event description:
Healthcare professional reported baker grade IV and patient reported "suffering from anxiety."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, burning and stinging in the breasts¿, "signs of bilateral capsular contracture" baker grade unknown, "radial folds", "minimum amount of liquid around the implants, without clinical significance" and "prosthesis is in the recall".

Event description:
Patient reports "feel pain, burning, stinging in the breasts, radial folds, signs of capsular contracture" baker grade unknown," and "minimum amount of liquid around the implants." This record is for an unknown side. The device remains implanted.